Event description:
The customer reported that the paramedics were called due to low blood glucose levels in the 40 mg/dl range. The customer stated that she may have accidentally given herself some insulin during the manual prime. The customer felt that the insulin pump was fine, and she declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.